Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2016 with the following findings: during investigation, there was visible moisture behind the display lens. A leak test was performed and failed due to a pump case leak. The pump was opened and there was evidence of moisture found internally on the main printed circuit board, support bracket and inside cover. The pump powered up to a blank screen. The pump case was found to be cracked near the top right and bottom right corner of the display lens at the crack seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.